Event description:
A non health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced vision was foggy, halos in daytime, cannot drive. Clinical reason being patient unhappy with vision afraid to drive due to halos. Explant was planned. There are two medical reports associated with this patient. This file belongs to right eye. Additional information has been received and the file has been updated accordingly.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.